Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An ntw clip (00724u184) was prepared per the instructions for use (IFU) and was inserted without issues. However, while over the valve, and attempting to lower the grippers, the physician was unable to visualize both grippers lowering. It was stated that only one gripper was observed lowering. There were no visibility issues throughout the procedure. The clip was removed and was tested outside the anatomy. While outside, both grippers lowered, and the clip functioned correctly; however, the physician decided to not use the clip. Therefore, another ntw was prepared and deployed without issues, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.